Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device displays ECG dysfunction error when the patient needed shock. The issue was observed while the device was in use on a patient. There was no adverse event reported. A second defibrillator was used to shock the patient. This is being considered as a serious injury as the users switched to a different device to deliver therapy. Multiple attempts were made to reach the customer for additional information, however the customer could not be reached/declined to respond. The customer evaluated the device and performed a functional test to resolve the reported issue. The customer reported that the device had an ECG related malfunction when they powered the device on for use on a patient who required a shock. A 9:16 error code was noted in the hardware log. This error code is related to a leads ECG issue as described in the dfm100 service manual. This error code would not impact the delivery of therapy via pads or paddles. The customer performed a functional test on the device which passed. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays ECG dysfunction error when the patient needed shock. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. There was no adverse event reported. A second defib was used to shock the patient.